Event description:
It was reported by the st jude medical that cyclic noise was observed on the stored electrogram. The noise was similar to the seen with a damaged high voltage output circuit. The noise was not present during charging of the device. The decision was made to explant the device.